Event description:
It was reported that the left ventricular (lv) lead exhibited no capture at high outputs. The lv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: w1tr01 crtp, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.